Event description:
The customer reported that the ventilator's ac power cord showed evidence of overheating at the plug end. The customer reported the ventilator was not in use on a patient. The manufacturer's service technician reported visual inspection of the ac power cord showed heat related damaged to the plug . The service technician replaced the power cord to complete the repair, and performance verification testing was completed and passed. Factory analysis of the ac power cord also revealed that the green ground post was bent indicating abuse. The findings may result in a loss of ac power to the ventilator during operation. If the ventilator shuts down, an audible power fail alarm will activate.